Manufacturer narrative:
Initial reporter phone no. (B)(6), a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd set with cassettes were leaking from the area around the cassette component. The leaks were discovered during priming for peritoneal dialysis (pd) therapy. The patient was not connected for therapy at the time of this event. It was further specified that during priming, the customer observed that solution was leaking out of the bottom of the cassette door of the homechoice claria device. There was no patient injury or medical intervention associated with this event. No additional information is available.